Manufacturer narrative:
(B)(4). G2: foreign country: china. D10: item#: 00598004701- stemmed tibial component precoat size 5 for cemented use only use of this tibial component with lcck articulating surfaces requires using a stem exten--- lot #: 66194513 customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the liner can't assemble mating tibial tray. The surgical technique was utilized; there was a 5 mins delay. There was no reported impact to the patient.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, b5, d9, g3, g6, h2, h3, h4, h6, h11. Corrected: d6b (device was not implanted or explanted), g3. Visual examination of the returned device identified that the dovetail feature is compressed. The device also exhibits visible damage, gouges on outer profile, distal surface, and around dovetail features. Review of the device history record identified no related deviations or anomalies during manufacturing. The reported articular surface is compatible with the tibial tray. Review of complaint history identified additional similar complaint for the reported item and no additional complaints for part and lot combinations (for life time). Damage to the articular surface can occur if the articular surface is not correctly placed and oriented before pushing it using the inserter instrument. Instructions for inserting the articular surface are provided in nexgen® lps fixed bearing knee surgical technique. The root cause is attributed to use error. Damage to the dovetail feature confirms the implant would not be able to seat. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.